Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that guidewire entrapment occurred. It was reported that during a pulsed field ablation (pfa) procedure, the farawave pulsed field ablation catheter and the amplatz guidewire were selected for use. The guidewire was impossible to insert and got stuck in the handle after reloading. It was noted that the guidewire was damaged. The catheter and the guidewire were exchanged. The procedure was completed successfully without patient complications. It was further reported that two guidewires were impossible to insert and got stuck in the handle after reloading. It was noted that both guidewires were damaged.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that guidewire entrapment occurred. It was reported that during a pulsed field ablation (pfa) procedure, the farawave pulsed field ablation catheter and the amplatz guidewire were selected for use. The guidewire was impossible to insert and got stuck in the handle after reloading. It was noted that the guidewire was damaged. The catheter and the guidewire were exchanged. The procedure was completed successfully without patient complications.